Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a bad force sensor calibration reading and patient misuse (pump was exposed to x-ray radiation). This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: performed a rewind/load/prime sequence and exercised the pump for 24 hours with no alarms or warnings occurring. A 29 hour flow test was performed with no delivery malfunction found. No alarms or pump conditions indicating a malfunction related to the complaint were recorded in black box or alarm history. Pump failed force sensor reading check. Pump was disassembled to test force sensor resistance at 5 lbs. Resistance measured within the acceptable specification range. The daily insulin delivery totals correctly reflect the users programmed basal rates. A conclusion of patient negligence was made, as the pump had been exposed to x-ray. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.